Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the vse instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, when the 8mm vessel sealer extend (vse) instrument was installed on universal surgical manipulator (usm) 3, and it kept making erratic movements. The customer completed the procedure and no known impact or patient consequence was reported.